Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct e2/e3/g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was not reproduced, it is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315) temporarily. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found angulation in the up direction and the play of the up/down knob was out of standards due to a worn angle wire, the charged coupled device (ccd) lens was broken, the ccd lens was creased, the light guide lens was broken, the adhesive part of the bending section cover was broken, the universal cord was crumpled, the coating of the universal cord was peeled off, the scope connector and scope cover were corroded due to leakage, the distal end was worn out, the light guide adhesive was worn out, and an e204 error message was displayed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. The error was displayed when preparing the scope for use in an unknown diagnostic procedure. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event.